Event description:
It was reported that the patients right ventricular (rv) lead presented with increased pacing thresholds and "decreased r wave amplitude." An intervention was done and the lead was prophylactically replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. The lead was received at analysis with the helix extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: dvbb1d4, implantable cardioverter defibrillator (ICD); implant: (B)(6) 2013. (B)(4).